Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified higher reading from the adc sensor compared to readings obtained on an adc meter. The customer experienced a loss of consciousness and was treated with sugar by teacher and emergency services were called. Upon arrival, the customer was treated with additional oral glucose and orange juice by firefighters. There was no report of death or permanent injury associated with this event. A sensor reading of 339 mg/dl was compared to reading of 55 mg/dl from the adc meter and the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.